Event description:
Probe shaft separates itself from the base. If a probe cover is attached to the probe, it has the potential of being propelled into the pt's mouth and throat. Probe tip breaks off. It is a potential choking hazard.